Manufacturer narrative:
The tube was discarded and therefore, unavailable for failure investigation. The device history record for the lot number was reviewed and there were no non-conformances during the mfg of this lot. The device in the incident is not distributed in the united states, however, the hi/lo endotracheal tube is of essentially identical design and is distributed in the united states. The 510k number for the hi/lo endotracheal tube is k871204.

Event description:
The covidien representative in france received a report that the customer had an endotracheal tube where the balloon was deflating and the pt required a non-routine replacement of the tube. The tube was discarded.